Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in needle through catheter it was reported by customer that the catheter is extremely flimsy. Verbatim: rcc received a complaint via email. "Factual description of the event: bd nexiva diffusics 24 ga IV catheter, the stylette pierced through the catheter during insertion. The catheter is extremely flimsy."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 opened physical sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect can be observed. Bd determined that the cause of the failure was attributed to improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.